Event description:
It was reported that the user would have to press and hold the on button to power the device up, however the device would lose power when the on button was released. The device was unable to retain power on its own. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. The cause of the reported failure could not be determined. Physio did observe event codes in the service log and replaced the system controller and use interface pcb assemblies as a precautionary measure.